Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had a new knee put in last tuesday (B)(6) 2022) and that since then, "literally inside the knee" where the "new equipment" was (the patient stated they thought it was made of titanium) it had been "jerking <(>&<)> zinging" them like what the medtronic device did. The patient stated it was terrible and that they would be "dead sleeping" and the knee would bend and "fly up", that it wasn't the whole leg, it was the knee itself and that the pain was excruciating. The patient stated when they got calmed down a bit afterwards was when they noticed they had to pee and the patient stated "oh no, is this getting cross signals from my interstim?" Patient services reviewed information with the patient, including the patient could experience stimulation down the leg if their stimulation was up too high and suggested the patient could trying decreasing their stimulation and the patient connected to their settings on the call and stated they were on program c at 0.6 v, stating that they normally didn't feel stimulation. Patient services reviewed the patient could also turn off the therapy to see if that helped to resolve the patient's issue but advised the patient they should reach out to their managing health care provider (hcp) about their concerns. The patient stated they were going to a follow-up appointment for their knee on (B)(6) 2022 and that they would also reach out to their managing hcp to check the implanted system post knee replacement surgery.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the reported issue was not caused by or related to the device and/or therapy. The cause was not known. Patient had an office visit on 2022-dec-01 and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.